Event description:
It was reported that cartridge alarm occurred during load process while customer followed instructions and experienced repeated cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts instructed customer to place pump in storage mode, confirmed shipping address, and arranged replacement pump, and customer was instructed to re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days.